Manufacturer narrative:
The country of origin is (B)(6) . The previous calibration and qc tests had acceptable results. It was noted that there was a pipetting issue the day of the event. The field service engineer completed a preventative maintenance and all checks and calibration were completed with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results from the cobas 6000 e 601 module. The sample was drawn on (B)(6) 2019. The initial result was < 0.100 miu/ml and the repeat results were 488.9 miu/ml and 489.9 miu/ml. On (B)(6) 2019, using a new reagent pack, the repeat result 471.4 miu/ml. It was noted that a rapid test (on card) was positive. The questionable result was not reported outside the laboratory. The reagent lot number was 41442103 with an expiration date of 31-oct-2020.